Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three photos of the 30gx8mm polybags from lot 2173943. The customer reported polybag torn and lack of information. The photos were examined, and it was observed that the polybag is torn down the back of the pouch. Another photo reveals the lot number, expiration date and manufacturer date missing from the polybag. A review of the device history record was completed for batch# 2173943. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure missing label content (lot number, manufacturer date and expiration date missing) a definitive root cause cannot be determined.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm (30g) x 8mm (5/16") u-100 had missing label information. It was reported that 400 were affected. The following information was provided by the initial reporter: missing information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm (30g) x 8mm (5/16") u-100 had missing label information. It was reported that 400 were affected. The following information was provided by the initial reporter: missing information.